Event description:
It was reported that the patient presented with recurring incontinence and a bulge in his abdomen. Upon examination, the physician determined that the artificial urinary sphincter (aus) pressure regulating balloon (prb) had migrated. The prb was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.